Manufacturer narrative:
Review of device record. Review of the mfg records for the device verified that the lot met all pre-release specifications.

Event description:
It was reported to gore by the pt that 2 years post operative of a hernia repair with gore dualmesh biomaterial with corduroy tissue ingrowth surface, the pt had a recurrent hernia. A second procedure was performed on the recurrent hernia using a primary repair. During the second procedure, it was noted in the or report that "[the pt] tore the mesh at the inferior aspect of the defect and developed a recurrent hernia." The pt reported chronic pain after the second surgery and made no allegation of product deficiency. Gore has not been able to confirm if the event is a tear from the tissue of the abdominal wall or a tear of the device, attempts to reach the surgeon have been unsuccessful and thus the decision is to report this incident.